Manufacturer narrative:
We, the manufacture of the device, and our (B)(6) sales agent performed our investigation by contacting the initial reporter in order to gather more detailed information on the event. We send email and performed phone call to dr. (B)(6) in order to gather information about the event such as: condition of the patient, intended treatment, treatment's parameters, site where the event took place, name of the physician who performed the treatment and device's identification data. Dr. (B)(6) responded to our calls and email stating that she wrote in order to gather information about the moveo handpiece for her legal report only and she is not willing to disclose any information about the event due to privacy. Dr. (B)(6) only reported of lesion to patient on her initial call with the sales agent while she did not disclose any more information about the patient in her further communication. Based on that it was impossible to us to gather any useful data for the investigation nor any information to identify the actual device involved in the event. Due to the fact that initial reporter were unresponsive it was impossible to determine the root cause of the event and to determine if the device has got any malfunction. In the light of the attempts performed to contact both patient and clinic we assumed to have performed a good faithful effort to properly investigate on the procedure, the actual state of health of the patient and the actual device involved in the event. Based on the information available it is not possible to determine that the device contributed to the event. The investigation carried out based only on the limited information made us impossible to determine the exact conclusion for this event. No remedial action required. In case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On (B)(6) 2022, el.en. Electronic engineering (B)(4) became aware of an adverse event, reported by the (B)(6) sales agent via email, concerning a suspect adverse event happened to a patient with the moveo handpiece. In date (B)(6) 2022 el.en. Electronic engineering (B)(4) received a communication from the italian sales agent (B)(6) (best medical srl) in which he reported to have been contacted by dr. (B)(6) in order to obtain more information about the moveo handpice. Dr. (B)(6) who acts as consultant for a legal report, reported that she is performing an evaluation of an event in which a patient developed burns following a treatment with the moveo handpiece. No information about the actual site where the event took place nor any information about the name of the actual physician who performed the treatment nor any ID information about the device has been disclosed by dr. (B)(6) she did not report any information about the actual device involved in the event nor any information about the site or actual physician involved in the event. Anyway for all the three families that have the moveo as accessory (motus ay, motus ax, again) the manufacturer is el.en. Electronic engineering (B)(4) and are marketed in the us territory, except the again device (no market approval available for this device), with the following 510(k): k162886 (motus ax), k181486 (motus ay). We, the manufacturer of the device, became aware of the event on (B)(4) 2022 by email from the sales agent and, according to 21 cfr part 803 evaluated this event as reportable due to the fact that the is not possible to clearly exclude that the lesion reported by the patient are not serious injury.